Event description:
It was reported that the biomed stated that they were replacing the circulation pump on this arctic sun device and damaged the upper harness that pulled a wire out of the pin that was on the control panel and requested the part number and price for a new main harness.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Biomed stated that they were replacing the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they were replacing the circulation pump on this arctic sun device and damaged the upper harness that pulled a wire out of the pin that was on the control panel and requested the part number and price for a new main harness.